Event description:
Additional information received indicated the rate response issue that was previously reported resulted in patient fatigue during exercise.

Event description:
It was reported that a rate response issue was observed on the device while the patient was exercising. As a result, the patient experienced unspecified consequences. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.